Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system with no other devices. Blood was on the device. The pump, shaft, and tip were examined and there were no irregularities found. A functional test was performed by placing the device in the ultra-console. The device primed and pumped. The device ran through the priming stage and then operated for 60 seconds in the thrombectomy mode. The device was aspirating and the device was running at 10.33 kpsi. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2017-05012, 2134265-2017-04993. It was reported that an error message displayed during aspiration of the circumflex and obtuse marginal arteries. An angiojet® ultra system console and spiroflex® angiojet® thrombectomy set were selected for a thrombectomy procedure in the circumflex and obtuse marginal arteries. The device prepped normally. A green light displayed and the catheter was places over the coronary wire in a normal fashion. Aspiration was initiated for 2-5 seconds and then an error message displayed that there was a kinked catheter and to look for a kink. There was no kink visible on the catheter. The catheter was removed from the patient and re-prepared. A green light displayed and the device was placed back into the body where it performed aspiration for 2-5 seconds and gave the kink message again. A second spiroflex® angiojet® thrombectomy set was pulled. The catheter would not prime properly. There was an error about priming during preparation, however, they got the device to prime. The device was placed inside the patient and the kink error displayed after 2 seconds. A non-bsc manual aspiration catheter was used to complete the procedure with good results. The patient received stenting to left anterior descending artery. There were no patient complications and the patient was stable and fine. After this event, the catheter was prepped again outside the body. It prepped in a normal fashion with a green light. Thrombectomy was performed in a cup on the table for 30 seconds and then a kink catheter message was observed.